Event description:
While operating a disposable maquet endoscopic vein harvesting system, the room staff noticed that the plastic coating on the tip of the device was hanging off at a 90 degree angle. The device was pulled from the patient's leg, and a new device was opened and the procedure was continued. None of the plastic broke off in the patient's leg and there was no harm to the patient.